Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver failed to charge and boot up. The receiver log was attempted to download but could not be performed. The receiver functional test was attempted but could not be performed. The receiver case was opened for internal visual inspection and it passed. During troubleshooting, no issues found with the battery. A defective u4 component at the main board was found. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a defective u4.